Event description:
It was reported that a physician's usb serial cable was malfunctioning. The usb serial data cable was received for analysis, which was completed 05/18/2016. The cause for the failure was associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable printed circuit board, no further anomalies were identified. Additional relevant information has not been received to-date.